Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h11. The device was not returned to olympus for inspection, so the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No customer info.